Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Elevated purge pressures (in the 1000s) and low purge flows (<1) were observed. Tissue plasminogen activator (tpa) was initiated via the purge system; however, no improvement in purge pressures was noted. The clinical team planned device weaning and explantation. The patient survived the procedure.

Manufacturer narrative:
5.5 pump, sn: (B)(6) & data stick were returned. High purge pressure: returned product was visually inspected and no damage to pump or cannula was observed. No biomaterial was present in or around purge gap. Pump was connected to lab console and purged for approximately 8 minutes with no purge alarms reproducing. Pump was turned on to p-9 and again purge alarms did not reproduce. Returned usb did not contain any data logs. Clinical details noted purge pressure in the 1000s and purge flow of less than 1ml/hr. Tpa added to purge but did not resolve issue prior to decision to explant the same day. The cause of the high purge pressure could not be determined as issue did not reproduce with returned product and no data logs were available for analysis. Pump sn (B)(6) passed all post-sterile inspection checks.